Manufacturer narrative:
Pump passed the displacement test however, the pump alarmed compromised force sensor system alarm during prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify the motor position encoder error alarm due to the motor position encoder error alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error during displacement test. Customer also reported that a motor position encoder error alarm was found in the insulin pump alarm history. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.